Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient forgot to wear the mask while doing capd therapy. The peritonitis was manifested by mild cloudy fluid. Seven days after the onset of cloudy fluid, the patient was diagnosed with peritonitis and hospitalized for the event. The same day, the patient began treatment with intraperitoneal (ip) injection vancomycin (1 gram, on every 5th day) and ip injection meropenem (1 gram, once daily) as a 14 day therapy for the event of peritonitis. Dianeal therapy was ongoing. The day after hospital admission, the patient was discharged from the hospital. At the time of this report, the patient was recovering from this peritonitis event and treatment with vancomycin and meropenem was ongoing. The same day as hospitalization, the patient was retrained on the proper aseptic technique. No additional information is available.